Manufacturer narrative:
The reagent lot number was 707378. The expiration date was not provided. The field service engineer found there was a reagent probe failure and replaced the probe. He checked the adjustments and performed air purges. Quality control and precision testing were performed and were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable high roche diagnostics magnesium reagent results from a cobas c 303 analytical unit. Sample (B)(6), initial result was 2.9 mg/dl and the repeat result was 2.2 mg/dl. Sample (B)(6), initial result was 2.4 mg/dl and the repeat result was 1.7 mg/dl. Sample (B)(6), initial result was 2.8 mg/dl and the repeat result was 2.0 mg/dl. Sample (B)(6), initial result was 2.7 mg/dl and the repeat result was 2.0 mg/dl. Sample (B)(6), initial result was 3.1 mg/dl and the repeat result was 2.4 mg/dl. Sample (B)(6), initial result was 3.0 mg/dl and the repeat result was 2.3 mg/dl. Sample (B)(6), initial result was 2.7 mg/dl and the repeat result was 1.9 mg/dl.